Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 24-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient fell 5 or 6 years ago, and the patient broke their leg. When the patient fell they pulled their wires loose. The patient doesn't remember which year this was. When the patient was asked if their leads were replaced he said no. He said the ins was replaced, but not the wires. The patient said "I still got wires coming up in my back and the doctor said they aren't doing that, but I know it is". The patient said "the wires are sticking me when I lay down at night and I can run my hand over it and the wires stick me". No further complications were reported. No additional patient symptoms were reported.